Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2017-33618 and 2017865-2017-33619. The patient expired at home due to unknown causes. The patient was non-compliant with their follow-up appointments. Further information was requested but was not received.